Event description:
It was reported that the rigid video scope had an error message and a connection problem. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken and ,the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error b30 (communication error) occurs and no image was displayed. The lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an error message and a connection problem. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.